Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals to be broken, but the device was observed to be in good condition. A review of the device¿s event history log found a record of a ¿system failure configuration required¿. Functional testing was conducted. Upon review, the reported problem was duplicated. The device was interrupted during the cloning process which is causing the device to lose the standard configuration. It was determined that the root cause was due to user error. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device exhibited a system failure; configuration is required. No adverse patient effects were reported by the customer.